Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: a visual inspection of life block assembly p# 030.400.050 (300.844.000 rev 09) sn (B)(6) showed physical damage to the silver metal plug (negative line of the proximal flow sensor) and is also unscrewed to a point that the o-ring is exposed. This port was then tightened down and again leak tested and found the leak to have been corrected.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and tested the unit with the customer's circuit and failed. Tested with the technician's circuit and the unit passed. Block test and blower calibration were performed. Screen shots of the tests and leak percentage were taken. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us has high leak alarm but no error code associated. There was no information of patient involvement associated with the reported event.